Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the right oc lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: d4 - the serial number should have been (B)(6). The UDI should be (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Diagnostics revealed high impedances. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 5967947.